Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized due to low blood glucose. He did not recall the blood glucose reading. He was treated with intravenous fluids. The blood glucose reading at the time of the call was 268 mg/dl. He stated that he had been treated by paramedics 5 times this year.